Manufacturer narrative:
Film review: two still images were provided. The first image is of the proximal portion of the original packaging (labels). The labeling matches the number from the event. There does not appear to be any damage to the box in the area shown in the photo provided. The second imagesis of the screw gear break. The break is approximately 80-100mm from the external slider. It appears to be a full detachment. The root cause of the event could not conclusively be determined from the two still images provided.

Event description:
An endurant stent graft system was selected for use but not inserted in the patient. It was reported that the valiant stent graft delivery system screw gear was broken. The device was found to be broken when taken out of its box and was not implanted. The physician does not know the cause of the event, maybe related device issue or possible damage during shipping. The patient was successfully treated with three stents. No additional clinical sequelae were reported.

Manufacturer narrative:
The event description on the initial MDR stated a valiant stent graft was implanted; however, an endurant stent graft was implanted during the index procedure. Device evaluation: the device was returned for to the manufacturing facility analysis upon inspection of the device, there was a break in the screw gear approximately 125mm from the backend of the delivery system. The original box and tray had damage/crease which corresponds with the break on the delivery system. The damage to the tray and box was approximately 133mm from the distal end. The rest of the device was unremarkable. The complaint was confirmed; there was a break in the screw gear. The returned original packaging and tray had damage to the box, which corresponds to the break on the screw gear. The root cause of the event could not conclusively be determined; however, was most likely due to shipping and handling. Films review summary: two still images were provided. The first image is of the proximal portion of the original packaging (labels). The labeling matches the number from the event. There does not appear to be any damage to the box in the area shown in the photo provided. The second images is of the screw gear break. The break is approximately 80-100mm from the external slider. It appears to be a full detachment. The root cause of the event could not conclusively be determined from the two still images provided. If information is provided in the future, a supplemental report will be issued.